Event description:
Ap and lateral chest and neck x-rays were reviewed. The x-rays were provided after events of high impedance. Per the x-rays, the generator placement appeared to be normal in the left axillary chest area. Connector pin is observed past the second connector block. The lead pin notch is observed in the middle of the two connector blocks. The lead was observed to be routed behind the generator. No discontinuities or sharp bends were observed in the images. Lead wires were observed intact near the connector pin. Based on the images provided, the cause of the high impedance could not be determined. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.

Event description:
Patient was observed to have high impedance. After multiple system diagnostics, the impedance remained around 6200 ohms. Patient has been referred for xrays and will be reviewed by the surgeon. The patient was left programmed on as it was noted the patient was still receiving efficacy. No known surgery has occurred to date. No additional relevant information has been received.